Event description:
During an atrial fibrillation ablation procedure, the patient experienced a pericardial effusion. The physician performed transseptal puncture with a brk transseptal needle and introduced a hansen lynx ablation catheter and an afocus circular mapping catheter into the left atrium. An inquiry catheter was placed in the coronary sinus for mapping purposes. The pulmonary veins were isolated and the ablation completed successfully as the patient converted from atrial fibrillation to sinus rhythm. The patient then became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion near the left superior pulmonary vein. All catheters were removed from the heart and a pericardiocentesis was performed. The patient's blood pressure stabilized and the patient left the laboratory. The physician indicated that there were no performance issues with any sjm device.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review could not be done as the lot number was not provided. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known inherent risk of the procedure and is stated in the IFU.